Manufacturer narrative:
Event date: exact date unknown, event occurred five months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging and aligning the charger to the ipg as it had moved further down in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.